Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and air bubbles in reservoirs. Customer's blood glucose went over 600mg/dl; current blood glucose was 403mg/dl. Customer treated with manual injection. Customer stated the cannula was slightly bent. The high pressure test was performed and passed. The customer stated the air bubbles were the size of a ball pen. Assisted with running fixed prime and no leaks were noted. Air bubbles did not persist after set change. The customer was advised to monitor their blood glucose. The customer was advised the reservoir will be replaced and monitor device.